Manufacturer narrative:
Block h6 device code a1406 is being used to capture the reportable event of balloon spontaneous inflation. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure. Block h11: the device was returned for analysis, a visual and media inspection were performed. The device was returned deflated, during the visual inspection the balloon was found colored blue. The customer provided some pictures where it can be observed the balloon hyperinflated into the patient anatomy. The reported events of balloon spontaneous inflation and use of device issue - user error were confirmed. A labeling review was performed and found evidence to suggest the device was used in a manner inconsistent with the labelled indications. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU), the igb is placed in the stomach and filled with sterile saline. According to the pictures provided and the analysis of it can be observed the balloon-colored blue; most likely it was filled with methylene blue. Based on all the compiled information, the most probable cause is determined to be a known inherent risk of the device, as the events reported are known, documented in the labeling, and all reasonable precautions were taken. Correction: block b5: event description has been updated to include the patient's symptoms. Block h6: patient codes have been updated.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted during a procedure performed on (B)(6) 2025. During use of the orbera balloon, the patient experienced abdominal pain, discomfort and vomiting. During an endoscopic procedure the balloon was found to be hyperinflated. The balloon was removed and another balloon was explanted on (B)(6) 2025. Based on the information provided, it was noted that a blue dye was used to fill the balloon. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6 device code a1406 is being used to capture the reportable event of balloon spontaneous inflation. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted during a procedure performed on (B)(6) 2025. During use of the orbera balloon, the patient experienced abdominal pain and vomiting. During an endoscopic procedure the balloon was found to be hyperinflated. The balloon was removed and another balloon was explanted on (B)(6) 2025. Based on the information provided, it was noted that a blue dye was used to fill the balloon. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted during a procedure performed on (B)(6) 2025. During use of the orbera balloon, the patient experienced abdominal pain and vomiting. During an endoscopic procedure the balloon was found to be hyperinflated. The balloon was removed and another balloon was explanted on (B)(6) 2025. Based on the information provided, it was noted that a blue dye was used to fill the balloon. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6: device code a1406 is being used to capture the reportable event of balloon spontaneous inflation. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure. Block h11: the complaint device was not returned, and the product analysis could not be performed. However, the documentation includes some pictures where it can be observed the balloon hyperinflated into the patient anatomy and another photo with the same balloon colored-blue and deflated outside of the patient. For this reason, there is enough evidence to confirm the codes reported of "balloon spontaneous inflation and device use of device issue- user error".